Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. The customer drank a soda and ate cookies to address bg level. The customer stated that they had most likely over-bolused for a meal, since they had eaten pasta, and stated that they did not feel that the low bg was due to an issue with the pump.